Event description:
It was reported that the patient contacted technical services (ts) with report of receiving a shock from this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient reported that they were using a drill at the time and suspected the shock therapy was inappropriate due to use of the drill. The patient noted that they had first contacted their clinic, however, the clinic referred them to contact ts. Ts discussed electromagnetic interference (emi) recommendations, and the patient was referred to their physician for further determination of the cause of shock therapy. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.